Event description:
It was reported that the tip of the device became fractured. The target area was located in the liver. A 135/10 renegade hi-flo kit was selected for use. During procedure, it was observed that the tip of the microcatheter fractured but was not fully separated. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was stable.

Event description:
It was reported that the tip of the device became fractured. The target area was located in the liver. A 135/10 renegade hi-flo kit was selected for use. During procedure, it was observed that the tip of the microcatheter fractured but was not fully separated. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was stable. Device evaluated by MFR.: the device was returned for evaluation. During microscopic examination, the device showed 1 kink on the catheter shaft. The kink was located 3cm from the tip. The shaft showed some flattening approximately 7cm from the tip. No other issues were identified during the product analysis.